Event description:
It was reported that the patient had the device removed and was later reimplanted . If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).